Event description:
It was reported that following a settings adjustment the patient experienced an increase in seizures. It was reported that the patient's mother is concerned and wants to the patient to see a local neurologist to confirm the device settings. It was later reported that the device settings were changed from 21 secs on to 30 secs on. It was reported that on the drive home following the visit the patient began experiencing some "twitching" and that it was reported that these were not necessarily seizures that the patient was aware of. It was reported that the "twitching" seemed out of the norm and that the drive from the physician's office was approximately 6 hours to the patient's home. It was reported that given the distance to the physician's office the patient may be able to see a physician close to home to check the settings. It was reported that the "twitching" had resolved and that the patient had experienced some comparable twitching in the past that was not necessarily associated with device settings adjustments. The patient reported that he was doing "fine". No further information was provided.

Event description:
Additional information was received stating that the vns patient¿s events were not believed to be seizures and not related to vns.